Manufacturer narrative:
(B)(4): the customer reported a shock equipment malfunction message. There was no reported pt involvement. The device was evaluated at philips and the symptom was verified. Replacing the therapy pca resolved the issue.

Event description:
The customer reported a shock equipment malfunction message. There was no reported pt involvement.